Manufacturer narrative:
Exemption number e2015058. On receipt the history and memory logs could not be downloaded. This indicates a fault. Investigation found the this was due to the usb chip causing the device to fail to connect to the usb. The component was replaced and the history and memory logs were downloaded. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.